Event description:
Rep reported lead explant. Date of explant was provided as (B)(6) 2025 .

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was uncomfortable stimulation at the groin and a return of pain. The patient experienced discomfort, soreness, and pinching. A lateral x-ray indicated a possible intrathecal lead. The patient had the stimulation turned off for some time due to discomfort, and during reprogramming, the uncomfortable stimulation persisted. The representative left the device at a very low intensity and requested the physician to order x-rays. A planned device revision is scheduled for (B)(6) 2025. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-aug-2023, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 08-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2019. Product type: lead. Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2025. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the lead explant was due to the positioning of the lead causing uncomfortable stimulation - rep noted possible the lead was anterior or shifted anterior after falling in pt's fall of 2024. The lead was removed and a new one was added on may 05 and the issue was resolved. Rep reported the lead has been discarded. The issue has been confirmed with the physician.